Event description:
It was reported that sharps coll 1qt red containers were missing lids. This was discovered before use. The following information was provided by the initial reporter: material no: 305635 .batch no: unknown. It was reported that containers were missing lids when they were received. Reported issue: rn cld stating that when she received the sharps containers neither of them had lids.

Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. Unfortunately, more evidence is required to identify or confirm this issue. The root cause is unknown. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll 1qt red containers were missing lids. This was discovered before use. The following information was provided by the initial reporter: material no: 305635 batch no: unknown. It was reported that containers were missing lids when they were received. Reported issue: rn cld stating that when she received the sharps containers neither of them had lids.